Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen had blacked out and restarting did not resolve the issue. The technical support specialist guided customers on how to perform manual reboot as ciisafe was offline on rss and the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ cii safe screen blacked out. The customer reported that a malfunction occurred when the user attempted to dispense medication. There were no adverse events or injuries reported based on this event.